Event description:
It was reported ", after the balloon entered the body, there was no dilatation when pumping, and it was impossible to inflate. After replacing the [catheter], the operation was carried out smoothly". Additional information states that the second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. Returned with the sample was two (2) 0.025in guidewires, two (2) short and a long arterial pressure tubing, a super arrow-flex (saf) sheath, the supplied 40cc driveline tubing, and a teflon sheath which appeared bent. The peel away sheath was noted connected to the hemostasis cuff. The one-way valve was noted tethered to the short driveline tubing. The bladder was noted wrapped (or considered twisted) near the proximal end. A kink to the iabc outer lumen was noted at approximately 12.4cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. Upon return, the original packaging tray was immediately noted with damage to the "ar-row" packaging sticker which retains the iabc bladder in the packaging tray. The arrow sticker was noted cut. This packaging sticker is not to be removed. Since damage to the "arrow" packaging sticker was noted, which indicates that the catheter was not prepped per the instructions for use (IFU), an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:" connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. Remove catheter from tray, keeping it in line with balloon membrane. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0069in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The bladder was manually inflated and deflated using a 60cc lab-inventory syringe. Upon deflation, the proximal end of the balloon returned to a twisted state. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 11.8cm from the iabc distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "it was impossible to inflate" is confirmed. The iabc bladder was noted twisted which could result in an inability of the iabc to fully inflate/unwrap. During the investigation, the bladder fully inflated but a twist was noted at the proximal end of the bladder upon deflation. Unrelated to the reported complaint, the original packaging tray was noted with damage to the "arrow" packaging sticker, which indicates a potential that the catheter was not prepped per the instructions for use (IFU) and can result in damage to the catheter. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported ", after the balloon entered the body, there was no dilatation when pumping, and it was impossible to inflate. After replacing the [catheter], the operation was carried out smoothly". Additional information states that the second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".